Event description:
It was reported that the patient presented for a routine device change out and lead replacement procedure. Upon review, it was noted that the right ventricular (rv) lead exhibited failure to capture. On (B)(6) 2024 the lead was capped and replaced. The patient was in stable condition.